Event description:
Attempted placement of greenfield vena cava filter via right jugular approach resulted in entrapment of the guidewire within the filter. Inability to remove guidewire necessitated transfer of pt to another facility where both guidewire and filter were removed and new filter was placed via femoral approach.